Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported that the device was found delivering at a rate different than the originally programmed rate, resulting in the patient receiving more medication than intended. The device was programmed to deliver propofol 1 gm/100ml at a rate of 10 ml/hr and a volume to be infusied (vtbi) of 100 ml and the delivery was started. After approximately 15 minutes, the patient became bradycardic. At this time, the nurse noted the device displayed a rate of 100 ml/hr and vtbi of 1000ml. A code was called. No specific medical interventions were reported; however, the patient responded. The device was removed from clinical service. Though requested, the customer declined to provide additional information.